Event description:
It was reported that, "patient had a right hip implant in 2007. Patient stated that she is experiencing pain constantly when standing or walking."

Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.